Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist and found that the aligner treatment has created two loose teeth. Dentist advised to stop aligner treatment immediately and to consult with an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.